Event description:
Physio-control lifepak 15 monitor/defibrillator would not deliver energy to a patient. An attempt was made to deliver 200 joules dose of energy to a patient and unit would not charge to deliver energy. Frequency: one time; route: transdermal. Reason for use: patient in ventricular fibrillation.